Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime process. Troubleshooting was performed. It was stated that the insulin pump was squirting out insulin and the alarm reoccurred. Advised that the customer should revert to back up plan until the insulin pump is replaced. No further info was provided.